Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use reloadable stapler. Visual and photographic inspection noted the single used loading unit (sulu) was received partially applied with the interlock engaged. Microscopic inspection of the knife blade displayed damage. The single used loading unit (sulu) was reset and loaded into the returned device. The single used loading unit (sulu) and instrument were applied to test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing or if the instrument is applied against an excessive amount of tissue during the clinical application. If the firing knob is not fully retracted, difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The instructions for use (IFU) states that to remove the single used loading unit (sulu), separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the single used loading unit (sulu) tabs and pull up and out to remove the single used loading unit (sulu) from the instrument. To place a new single used loading unit (sulu) into the instrument, hold the single used loading unit (sulu) by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after single used loading unit (sulu) is fully loaded. Single used loading unit (sulu) will ¿float¿ up and down in final loaded position. Replication of the damaged knife blade may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ileostomy reversal open procedure, on bowel anastomosis, the reload only fired halfway and would not advance any further. They opened another reload and finished the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.